Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that when an operator pulled a drawer forward on an atellica sample handler prime, the operator observed sparks. The operator was able to close the drawer without any issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and determined that the sample handler (sh) drawer 2 light barrier sensor printed circuit board (pcb) malfunctioned. The cse replaced pcb board, aligned the drawer vision system (dvs) and ran auto check, which recovered acceptably. In a subsequent visit, the cse also replaced the left and right sliding rails of a drawer and successfully aligned the dvs. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that after loading a sample on the atellica sample handler prime, an operator opened a drawer and determined it was stuck midway. The customer also reported that the operator observed sparks when the operator tried to pull the drawer forward. The operator did not experience an electric shock due to the event. The operator was able to close the drawer without any issue. There are no known reports of visible flames, smoke, nor adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00075 on 18-apr-2024. Additional information (21-jun-2024): siemens further evaluated the event and determined that an obstruction from the encoder strip metal rubbing against the board within the drawer or a power cabling issue potentially contributed to the event. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.